Event description:
Customer called for assistance with programming the insulin pump. Customer stated that the insulin pump is not compatible with the meter. Customer's blood glucose reading was 467 mg/dl. Offered to troubleshoot for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.